Manufacturer narrative:
The reported events of tether break and premature separation were confirmed. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal cap. Visual inspection found the distal tether wires mis-aligned without tether bullets at the distal tether wire ends. Dimensional analysis of the short and long distal tether wires was measured within the product specification. A scan electron evaluation verified the short and long distal tether wires were fractured due to initial fatigue cracking and subsequent overload ductile fracture.

Event description:
During an initial implant procedure, the leadless pacemaker (lp) was fixated in right ventricle and lp separated from the catheter prior to release. The lp remained implanted with acceptable measurements. The catheter was explanted and it was found that the distal portion of the tethers has broken off. The fragmented pieces of the catheter were not visible in the patient under fluoroscopy. The patient was stable and will continue to be monitored.